Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver boot test was performed and failed. An internal visual inspection was performed and passed. The allegation was confirmed. The probable cause could not be determined.